Event description:
Customer reports that she obtained results of 155mg/dl, 74mg/dl, and 195mg/dl on the same device within 5 minutes. No action taken on results provided. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device, however customer declined.